Event description:
Allegedly after the primary surgery, the surgeon found loosening around the cup when the pt. Received routine medical checkup. During revision surgery, the surgeon couldn't remove the neck from the stem. Medium activity level.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00146, 00147, 00148.